Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received indicating that the patient underwent generator and lead replacement. It was reported that the explanting facility does not return explanted devices; therefore, no product analysis can be performed. No additional relevant information has been received to date.

Event description:
It was reported that the vns patient¿s device showed high impedance during an office visit on (B)(6) 2014. The device was not disabled per request by the patient as she was doing well with vns. Patient trauma is not believed to have caused or contributed to the high impedance. The patient was referred for surgery but no know surgical interventions have occurred to date.